Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced hyperglycemia event and got hospitalized on (B)(6) 2025. The blood glucose level was 20 mmol/l at the time of event and the patient got treated with insulin via pump off pump, sub cut and needles and insulin infusion. The patient experienced the symptoms of tiredness and weakness at the time of the event. The patient was tested positive for ketones and the results were 1.6 and 2.2 mmol/l.the patient got hospitalized for more than 24 hours. No further information available.